Manufacturer narrative:
Section b3: date of event is estimated. A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that ipg was implanted too deep by physician. As such, ipg was unable to communicate with neither the programmer nor the charger. Troubleshooting was attempted to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.